Manufacturer narrative:
Additional information: b5, g3, h3. Information received shows that this event is a duplicate of another issue reported under regulatory report # 1219930-2025-00067. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).

Event description:
According to the reporter, during a procedure, on the second shot, the load did not advance to the end of the stapling and did not retract and got stuck. All possible procedures were done, such as restarting the device, disconnecting the stem, an attempt to replace the shell was also done but it was not successful. To complete the procedure, a manual stapler from a different manufacturer was used. There was no active bleeding due to what happened, but it impacted an increase of three hours in the procedure. It was noted, after manual stapling, the user replaced the rod with a new one, and the procedure continued without complications.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#n4b1876y); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:c23abg1051); egia45ctav, egia45ctav egia 45 curved vascular sulu (lot#n3d0003y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.